Manufacturer narrative:
During testing, the device alarmed for svc alarm code 11/004 (less than 2.0 volts on lithium battery). The customer reported 349 error code was not duplicated and is not a valid error code for the gemstar device. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The device was returned to the svc ctr with a report from the customer contact of a 349 svc alarm code. This does not indicate a reportable malfunction. However, during verification testing at the svc ctr, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) svc alarm code.